Event description:
It was reported the patient has been in withdrawal for three days. A one tone alarm was heard from her pump and they believe the battery is going dead and the pump was malfunctioning. The patient presented to the emergency room (ER) the previous night. The ER was unfamiliar with the pump. The patient was given morphine and sent home. The patient was seeking a physician to manage their care. The pump was delivering hydromorphone. Additional information reported the patient experienced nausea, vomiting and withdrawal like symptoms. An alarm was heard and confirmed by telemetry. Telemetry confirms a critical alarm is occurring. The alarm was due to a motor stall. The stall is constant. The elective replacement indicator (eri) shows two months. The motor stall occurred on (B)(6) 2013 and a tube set error with no recovery was in the logs. The patient has a motorized bed which they have had for one year. The stall occurred five days ago so it was believed it was unlikely the cause. The patient did not have an MRI, and it was later confirmed the bed is unlikely to be cause for the motor stall. The physician programmed a single bolus and "it went through.¿ it was confirmed the pump status after update still indicates a motor stall occurred. Additional information reported the stall did not recover. The cause of the stall was unknown. The logs were read. The physician tried to administer a bolus. The patient was scheduled for replacement (B)(6) 2013. Premature eri was two months. Additional information reported the pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l71604, implanted: (B)(6) 1999, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaf t-bearing. The catheter that was returned was incomplete and returned in segments. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.